Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using two cycles of cooladvantage coolcore to the bilateral lower abdomen. The patient has been diagnosed with paradoxical hyperplasia to the lower abdomen. The tissue is described as more dense in the lower abdomen, specifically the right more than the left. Visible enlargement is noted.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment using two cycles of cooladvantage coolcore to the bilateral lower abdomen. The patient has been diagnosed with paradoxical hyperplasia to the lower abdomen. The tissue is described as more dense in the lower abdomen, specifically the right more than the left. Visible enlargement is noted.